Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Pump (B)(4) was not returned for evaluation as it remains implanted. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed seven (7) high watt alarms have been logged since (B)(6) 2016. A step down in power consumption was logged on (B)(6) 2016 followed by an increasing trend starting on (B)(6) 2016 to a maximum power consumption of 6.4w outside the normal range, confirming the reported event. The most likely root cause of the elevated pump parameters can be attributed to external factors such as thrombus formation. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The medical team reported that the event was not related to the pump. The thrombus/vegetation was detected on the wire/catheter of the right ventricular ICD lead. Clinical factors that may have predisposed the patient to the event include the patient's ICD, medication therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient had awoken to "high flow" and high power" alarms. The patient was instructed to come to hospital for further evaluation. Controller log files were sent for analysis. Preliminary log file analysis revealed a step down in power consumption logged on (B)(6) 2016 followed by an increasing trend starting on (B)(6) 2016. One high watt alarm was logged on (B)(6) 2016. There was no indication from the patient that there was an issue until he presented to the emergency department. The patient was therapeutic on anticoagulation. Upon admission, the patient had elevated lactate dehydrogenase (ldh) with no evidence of hemoglobinuria and no report of heart failure signs and symptoms. The patient was given two doses of 1mg intravenous bumex on (B)(6) 2016 with good response. Received IV bumex 1mg x 2 with good response. Head computed tomography (CT) scan showed no intracranial hemorrhage, mass effect, or shift in midline structure. The pump parameters remained elevated on (B)(6) 2016, yet patient had clear urine and swan-ganz catheterization showed normal cardiac output (co). On (B)(6) 2016, the patient progress note stated that his ldh had increased and he had spiked a fever overnight. Blood cultures were sent. Patient lvad flow and power had suddenly returned to near baseline around noon of (B)(6) 2016. Ldh had also decreased. Blood cultures taken on (B)(6) 2016 showed coagulase-negative staphylococci (cons). Transesophageal echocardiography (tee) revealed vegetation on wire/catheter of right ventricle implantable cardioverter defibrillator (ICD) lead prolapsing across the tricuspid valve. The patient was diagnosed with endocarditis and electrophysiology (ep) was consulted for ICD extraction on (B)(6) 2016. An lvad device interrogation on (B)(6) 2016 found normal power consumption and ldh continued to downtrend. The patient's hemoglobin decreased on (B)(6) 2016 and he was subsequently administered one unit of packed red blood cells (prbcs) to increase hgb to 8.6 g/dl. A repeat set of blood cultures were collected on (B)(6) 2017 and found no growth to date. The patient had a successful ICD lead extraction on (B)(6) 2017 with insertion of a pacemaker screw-in lead connected to the old biv-ICD. The patient was started on intravenous nafcillin 2 g 6 times per day and infectious disease (ID) recommended patient continue nafcillin for 6 weeks beyond ICD removal. Repeat blood cultures on (B)(6) 2017 were negative and patient remained afebrile since (B)(6) 2016. The patient remains hospitalized as of (B)(6) 2017 and is in stable condition. The patient will remain hospitalized until clearance of bacteremia to replace ICD. The event was considered resolved on (B)(6) 2017. The primary investigator believed the event was related to the patient's condition and unrelated to the lvad procedure and device. Of note, there was no report of a recent illness that may have precipitated the event. No further information was provided.